Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported battery out limit alarm, damage on the insulin pump, failed battery test and blank display on the insulin pump. Customer's blood glucose level was 295 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they tripped and fell which resulted in a blank display. Customer replaced the battery and received a battery out limit alarm. Customer was able to clear the alarm but the blank display occurred once again. Customer advised the lcd display screen was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump received with normal operating currents. No unexpected failed battery test alarm or battery out limit alarm noted. No damage found on display isolation tape noted. Unit received with cracked case at display window corner and minor scratched display window.